Manufacturer narrative:
(B)(4). Analysis of the pump revealed no significant anomaly; eos was due to time progression.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 5 mg/ml at a dose rate of 1.6 mg/day via an implantable pump for intractable spasticity and other non-malignant pain. It was reported that the patient visited their hcp on (B)(6) 2016 for a pump refill and when the pump was interrogated there was an end of service (eos) notice for the date of (B)(6) 2016. It was noted that the patient's wife started hearing a pump alarm on for the past week. The patient experienced signs/symptoms of chills, headache, dizziness, and restlessness. It was noted that no diagnostic tests or troubleshooting was performed. The pump was scheduled to be replaced on (B)(6) 2016. The issue was not resolved and the patient was without injury regarding their status at the time of the report on (B)(6) 2016. It was later reported however that the pump was successfully replaced on (B)(6) 2016 and dilaudid with concentration 5 mg/ml was restarted at a dose rate of 0.8 mg/day as per the implanting neurosurgeon. Other medications (oral, etc.) The patient was receiving at the time of the event was unknown / unable to be obtained. If additional information is received, a follow-up report will be submitted.